Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2022-00107 under a different suspect device. The abbott service representative reviewed the pressure monitoring logs and found that the values generated for the pressure profile of this sample did not exceed any pressure score thresholds. For this reason, an aspiration error was not triggered. No troubleshooting or part replacement was performed on the analyzer. The architect i2000sr analyzer isr63405 is investigated. A review of the instrument service history was performed and found no contributing factors on or around the date of the complaint. There were no subsequent tickets documenting discrepant patient results. Tracking and trending was reviewed and did not identify any related trends and found no similar issues described in the complaint. The historical data for the architect i2000sr analyzer was reviewed and did not identify any non-conformance related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for the architect i2000sr analyzer serial number (B)(4), was identified.

Event description:
The customer reported a falsely decreased architect total psa (prostate specific antigen) result for a patient while using the architect i2000sr analyzer. On (B)(6) 2022 a psa sample (sid (B)(6) result was > 100 ng/ml. The sample was then automatically diluted by the instrument and value generated to be < 0.08 ng/ml. Since the customer uses auto-validations of results, the < 0.08 ng/ml was released to the patient. Patient/clinician questioned the decreased result as it did not correlate with the patient¿s clinical picture. A fresh sample was collected from the patient and run directly with dilution protocol where the result generated a value of 540.665 ng/ml. There was no impact to patient management reported.